Manufacturer narrative:
H6: investigation summary customer returned one 0.3ml 30ga 8mm syringe loose inside a clear plastic box. The user reported that impurities (fm) were found in the plunger rod before use. The returned syringe was visually inspected under the microscope, and no issues or foreign material was observed. Due to unknown batch number, no DHR can be completed. Based on the samples received, embecta was not able to confirm the customer¿s indicated failure. The root cause cannot be determined, since the issue was not confirmed. See h10.

Event description:
It was reported that 1 of the bd ultra-fine¿ ii insulin syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: verbatim: the user reported that impurities (fm) were found in the plunger rod before use.

Event description:
It was reported that 1 of the bd ultra-fine¿ ii insulin syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: verbatim: the user reported that impurities (fm) were found in the plunger rod before use.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.